Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated method code grid and health impact grid.

Manufacturer narrative:
Updated method code grid and health impact grid.